Manufacturer narrative:
(B)(4).

Event description:
Physician intended to use an advancece aspiration catheter. It is reported that the case was one where there was quite a lot of clot and quite a lot of aspiration had to be carried out. The catheter was in and out of patient 5-6 times. Device was wiped from proximal to distal between uses. Physician then noticed that the mono-rail for the wire had completely delaminated, i.e. The plastic monorail was completely torn at the side. Therefore the device could not be used again and a new one was used instead. No patient injury reported please note that this device advance ce is not marketed in the united states; however, the device is deemed the same as the united states marketed device export advance.

Manufacturer narrative:
Product analysis: the word 'faulty' is written on the box as reported. Proximal end of the 20cm dual lumen shows (approx. 5mm) of the wire lumen is torn off and missing. The full length of the wire lumen (20cm) is torn, the tear stopping just proximal to the marker band. The marker band is intact. Additional information received from the physician confirmed that the missing bit of catheter is not in the patient. It was frayed and about to come off and had to be cut off. The catheter had been wiped appropriately. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.